Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, when lens was implanted into the patient's eye surgeon stopped advancing and removed the lens as she suspected the lens haptic was damaged. The procedure was completed on the same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).